Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient had blood in stool during bowel prep for colonoscopy. The site of bleeding was reported as gastrointestinal. The patient received 2 units of packed red blood cells (prbcs) over a 24 hour period. Additional information was requested but not provided.

Manufacturer narrative:
A direct relationship between the device and the reported gastrointestinal bleeding could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A direct relationship between the device and the reported gastrointestinal bleeding could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.